Event description:
Baxter - (B)(4) received report that leakage was found on the tubing. The set had been used for 180 days. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. This complaint for a leak was confirmed in the lab. The results of a sample evaluation revealed a cut/hole at end of the sleeve in the closed position. A root cause was not identified due to insufficient information. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.